Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery treating the distal fibula. After fixation with a plate (dfp lateral 6-hole), the fibulink was used. The surgeon attempted to insert the fibulink through the compression hole in the distal first hole of the shaft section, but the lag screw inserted from outside the plate was in the way, so the surgeon used the locking hole. A guidewire was inserted through the sleeve for cortical 3.5, and drilling was done without interference. After insertion of a tibia screw, the cap was selected long, replaced with a tab, and the fibulink was inserted into the fibula. The fibulink was deployed, the tab was turned, and there was a sensation of the fibula screw being grasped by the cap, so the surgeon checked the image intensifier and then applied tension. Then, a snapping sound was heard, and the head came off. The gold bar was removed, the silver bar was removed, and the ankle joint was stable for the time being, so the surgeon closed the wound as it was. The fibulink was implanted in the body with the head of the cap removed. The surgery was completed successfully with no surgical delay. The surgeon commented that the head of the cap may have cracked due to too much tension being applied to the head. Patient is stable. This report is for one fibulink syndesmosis repair kit ti. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d10 concomitant therapy date is (B)(6) 2024. E1: initial reporter is j&j company representative. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be broken from the head of the long tensioning cap. The broken fragment was returned for evaluation. The cracked allegation can be related to the device issue. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the fibulink syndesmosis repair kit ti would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.